Manufacturer narrative:
On (B)(6) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that she could not provide any information regarding the reported incident. Isi has reviewed the system error logs for the site with a date of (B)(6) 2010 and no surgical procedures were found. At this time there is no indication that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the reported surgical procedure. Based on the information provided, it is unknown if the da vinci si system, an instrument, and/or an accessory caused or contributed to the patient's reported injury. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that during a da vinci si nephrectomy procedure performed on (B)(6) 2010, the surgeon allegedly transected a renal artery branch to the lower pole of the patient's kidney with the robot's harmonic scalpel. Due to transecting the renal artery branch, the surgeon reportedly disconnected the robot and converted to an open surgical procedure to remove the patient's kidney. No further clinical information was provided.